Event description:
The customer reported the ventilator power supply was not functional. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) reported the power supply was replaced. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
Date: (B)(6) 2014. The power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).